Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Investigation in progress. Evaluation in progress.

Event description:
User facility reported that the device was placed in use with patient on (B)(6) 2016. According to reporter, the patient had difficulty breathing on (B)(6). The treating physician determined that an emergency tube change should be performed. Upon removal of the tube, the tube shaft was found almost broken off from the tube hub. No permanent adverse effects to patient were reported.

Manufacturer narrative:
One used sample was returned for evaluation. The returned sample was examined; this verified that the tube shaft was partially separated near the tube flange. The welded area (where tube shaft is bonded to flange) was examined and no issues with the weld were found. The device history record was examined and no discrepancies were identified for the reported lot number (2987060). Thirty unused samples were selected at random from product warehouse for additional testing. The samples were inspected visually, pulled by hand and pulled with a pull gauge. The pull testing performed on these samples verified that the devices met with minimum pull force requirements. The testing could only reproduce the issue after the application of heat and excessive pull force (beyond specified limits of 12.5 lbs of force). The manufacturing facility performed a review of the processes and production documentation. This review did not identify any production errors or practices that could induce the condition of the returned sample. The reported issue could not be confirmed to have been device-caused.